Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic the device was explanted due to electrode array extrusion. The device was explanted on (B)(6) 2011. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.